Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. P/n 5-10405, et tube, uncuffed, 2.5, is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production from p/n 5-10407 et tube, uncuffed, 3.5 mm lot# 73l2100390 the samples were visually inspected, and issue reported "cosmetic/customer preferences - other" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "I have a complaint regarding recent changes to the markings on your 2.5 endotracheal tubes. These changes, while they may be guided by changes to regulations, have resulted in increased unplanned extubations". No specific event/patient details reported.